Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported eye tracking was not proper during the surgery. The doctor faced difficulty in eye tracking. The surgery was completed by adjusting patient's head.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released for according to the product¿s acceptance criteria. During technical on site visit the field service engineer (fse) replaced cet mirror and fse performed system verification as per sir (service installation record). Root cause could be determined as worn optical part (cet mirror). The manufacturer internal reference number is: (B)(4).